Event description:
In 2008, the patient reported that the plunger of her infusion device remained attached to the piston rod in the cartridge chamber. This caused more than 10 units of insulin to spill into the cartridge chamber. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.